Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for cracking near the bottom of the tube with the incident lot was observed. Additionally, retention samples were selected from bd inventory for visual inspection and testing and upon completion, the issue relating to tubes cracking was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for tubes cracking with the incident lot was observed. Additionally, visual inspection and testing of the retain samples was conducted and cracked tubes were not observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that there was a crack in a bd vacutainer® barricor¿ lh plasma blood collection tube, which created a leak. There was no report of exposure, injury or medical intervention.